Manufacturer narrative:
Date of event is estimated.

Event description:
Manufacturer report number: 1627487-2022-02799. It was reported that the patient was experiencing pain at the anchor site. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as there is no indication the device caused or contributed to the issue.